Event description:
On (B)(6) 2013, pt was admitted for left carotid endarterectomy angioplasty and was discharged (B)(6) 2013 w/o complications. Pt was seen in the office on (B)(6) 2013, with complaints of pain and swelling of left neck and evidence of purulent drainage. Pt was admitted to the hospital for left neck abscess drainage and patch excision with repair with saphenous vein . Pt was discharge on (B)(6) 2013 with a PICC line placed for antibiotic therapy at home.